Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon performed one stitch to repair the part of anastomosis that was damaged. No additional pt complications were reported by the hosp.